Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom driver had asterisks on the cardiac output (co) and fill volume (fv) screen display. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the freedom driver had asterisks on the cardiac output (co) and fill volume (fv) screen display. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of external and internal components of the driver revealed no abnormalities. Review of the electronic data revealed a "cardiac output too low for long enough to be permanent time-out" fault code, which is consistent with the alarm experienced by the customer. This is a permanent alarm that can be recorded as a result of kinking the driveline, a malfunction of the piston and cylinder assembly (pca), a patient condition, or a malfunction of the flow sensor or sensor cable. The fault alarm is only recorded after the driver is in the alarm state as a result of any of the aforementioned scenarios for four minutes and fifteen seconds. This fault code will also result in asterisks as described by the customer experience. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or alarms. The customer-reported fault alarm was not functionally duplicated during incoming investigation testing. Also the driver was tested for an additional 48 hours at normotensive settings and performed as intended with no anomalies or alarms. The customer experience could not be duplicated. The driver performed as intended, and there was no evidence of a device malfunction during investigation testing. The customer-reported fault alarm posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The patient was switched to a backup driver with no adverse impact. The driver was serviced, which included the replacement of the pca as a precautionary measure, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.